Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer's pump screen was shattered and unresponsive due to dropping the pump. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for basal deliveries and reverted to manual injections for bolus deliveries.